Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) would not shut off and the patient believed the programmer was worn out. It was noted that the patient had been experiencing a painful stimulation sensation "on and off" which would run along her back and down her leg. It was noted that the patient was taking medication because of the pain and she woke up last night due to it. It was noted that there was a communication problem. The patient reported seeing the reposition antenna screen when trying to turn stimulation off with the recharger. It was noted that the patient had not recharged her ins in "a month or two." It was later noted that the patient was able to start an ins charging session, and the ins battery level was "about a quarter full." The patient confirmed seeing a stimulation off icon on the recharger screen. It was noted that the patient did not believe that the stimulation was off since she was still having painful stimulation. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.